Manufacturer narrative:
E1: (B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a broken screen. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator had a broken screen. The customer reported that the liquid crystal display (lcd) and touchscreen were faulty. The customer requested that the device be checked. The device was serviced, and it was reported by the service engineer (se), that the user interface (ui) assembly was replaced to resolve the issue. It was reported that the test operation was okay, and that the device was ready for clinical use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.